Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call hospitalization due to high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. Customer's father advised that the doctor determined the insulin pump was not delivering insulin. Customer's father advised they will call back to troubleshoot the device to determine if the insulin pump needs to be replaced.